Event description:
Reporter indicated that communication could not be established with a test generator. It was reported that when another wand was substituted, communication could be established successfully.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.